Event description:
As reported: "breakage of the nail. A revision will probably have to be performed."

Manufacturer narrative:
The reported event that long nail kit r1.5, ti, right gamma3® ø11x340mm x 125° was alleged of issue ¿implant - breakage post-operative¿ could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
As reported: "breakage of the nail. A revision will probably have to be performed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.